Event description:
It was reported via repair work order that brakes were not holding to specification due to worn scorpion brake plate and brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.